Manufacturer narrative:
E. Initial reporter event site postal code (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that the cardiosave intra-aortic balloon pump (iabp) compressor did not meet specifications during preventive maintenance. There was no patient involvement reported.